Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors instrument tip was unable to slide down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during set up of procedure on (B)(6)2025. It appears there is some white material that are coming off near the jaws of the instrument. Between the shaft and tips. Unable to know if that is what causes the instrument sheath not to slide all the way down. Customer tried different sheaths and different arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and was found to have a sheath distal coextrusion lodged at the proximal clevis. As a result, a new sheath is unable to be installed. Additional findings not reported by site: the instrument was found to have scratch marks / abrasions on the mcs tube adapter. There was not material missing as a result.